Event description:
It was reported that the atrial lead was suspected of dislodgement. No intervention was performed at the time of reporting, and the lead revision was planned but had not yet occurred. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but was not received.